Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation for a tibial diaphyseal fracture. The distal part was fixed, and pression was applied by the compression screw for applying pressure to the fracture site. Although pressure was applied by checking the fracture part, the compression screw had been tightened more than necessary. The locking screw had been bent due to being pushed by the compression screw. The direction of the screw head was different from normal sleeve direction due to the bent screw, so the aiming arm was removed. The skin cut was slightly extended to facilitate attachment to the screwdriver. The surgery was completed successfully within a 10-minute delay. In this case, the fracture was at the distal end, so that only one of the proximal distal parts could be imaged. So, the surgeon was late in noticing the excessive pressure. The patient outcome was reported to be stable. This report involves one locking screw for im nail ø 5mm/ 48mm/ xl25/ sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: jds, hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.